Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. No calcification was confirmed from the annulus to the subvalvular to lvot. During the procedure, multiple recaptures were performed because appropriate positioning could not be achieved and it was impossible to recapture the valve. A second 29mm navitor vision valve was selected for the procedure. It was implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of positioning problem and deployment button issue was reported. The device was returned to abbott for investigation and the locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were manually manipulated and were functional with no anomalies noted. The inner shaft was noted to have a bent damage. The valve capsule contained twisted material damage. Due to the damages on the delivery system, functional testing was precluded. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported positioning problem could not be conclusively determined. It is possible procedural condition contributed; however, this cannot be confirmed. The reported retraction problem could not be conclusively determined. It is possible procedural condition (re-sheath more than two times and/or handling of the device) contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to re-sheathing the valve more than two times. There is no indication of a product quality issue with respect to manufacture, design, or labeling. It should be noted that per the instruction for use (IFU), artmt600267458 revision b, ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. No calcification was confirmed from the annulus to the subvalvular to lvot. During the procedure, multiple recaptures were performed because appropriate positioning could not be achieved and it was impossible to recapture the valve. A second 29mm navitor vision valve was selected for the procedure. It was implanted at a depth of 2mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition. Additional information received on 05 mar. 2026: it was reported through the tht registry from japan that on 14 jan. 2026, the patient received a pacemaker due to conduction disturbance.